Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert. Upon interrogation of the implantable defibrillator, noise was observed on the right ventricular lead which resulted in charging but ceased before therapy was delivered. The lead was capped and replaced on (B)(6) 2017. During the procedure, the physician noticed apparent can to lead abrasion. The patient was in good condition after the procedure.